Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The set screw at the bottom of the mics handle fell out while cutting femur. Tka procedure. As reported by the (B)(6): the screw was found on surgical field.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. "Reported issue: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09cy and (B)(4) including 4201938 were accepted into final stock on 4/17/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr: 0. Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece motor and electronics function as intended. Conclusion: the screw holds the handle in place. If the screw backs out then the handle can fall."

Event description:
The set screw at the bottom of the mics handle fell out while cutting femur. Tka procedure. As reported by the mps: the screw was found on surgical field.